Manufacturer narrative:
Continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma-late, lymphadenopathy.

Event description:
Healthcare professional left side "accommodation folds", "liquid lamina on the inner surface of the fibrous capsule with fine calcifications", "rupture" and "reactive lymph nodes in the axillary extensions" via ultrasound and MRI. Device remains implanted.